Event description:
It was reported that the patient underwent 2 levels olif and a posterior spinal fusion on two different days. During the olif surgery, the cage was placed posteriorly at l4/5 level. The anterior part of the intervertebral disc was removed and re-inserted the cage. The cage was still placed posteriorly, but the surgery was finished by the surgeon's judgment. Postoperative paraplegia was observed on the patient. During the psf surgery, the surgeon added a decompression and tapped the cage anteriorly, but the paraplegia was not improved. As a result of the tapping, one-third of the cage was protruded from the lateral side of the intervertebral space. Paraplegia was reported as a patient complication as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.